Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use. A pericardial effusion has occurred. During a watchman procedure, while advancing the versacross connect into the superior vena cava (svc), the mechanical guidewire (mgw) became stuck in the versacross dilator. Thus, when removing the system from the patient, to exchange the wire, the physician believes that the dilator tip may have kinked the heart causing the pericardial effusion (pe), located at the apex of the heart. The pe was only noted post release of the watchman device. Thus, a pericardiocentesis has been performed. The procedure was completed successfully. The patient was admitted to hospital beyond standard of care, remained stable and it was discharged the following day. Product return is not expected (disposed). It was confirmed that the pe was noted after the watchman device was release during the post release assessment, once the pericardiocentesis was performed, a few minutes later at the bedside. The mgw looked like it had been kinked, but it did fray, and about 1-2 mm exposed once stuck. Once the issue was noted, all devices were removed, and the physician proceeded to use the versacross rf wire to advance into the svc. A perforation was not confirmed, but the physician assumed that the puncture must've occurred during the removal of the system with the exposed wire. Before the procedure, there may have been a questionable trace effusion. In the physician's opinion, the versacross device contribute to the patient complication, since while advancing it into the svc, the mgw became stuck in the dilator upon trying to exchange the wire.